Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight months, post filter deployment it was alleged that the filter struts perforated and filter leg was bent. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two weeks of post filter deployment the patient admitted to the ICU with the impression of acute on chronic bilateral pulmonary embolism in upper, lower and middle lobe distributions. Eventually computer tomography shows multiple filling defects within left lower lobe pulmonary arterial branches, within distal, secondary and tertiary right lower lobe pulmonary arterial branches, within right middle lobe, left upper lobe pulmonary arterial branches and to a lesser extent some distal medial right upper lobe pulmonary arterial branches. After one year seven months later computer tomography shows the filter at the margin of the right renal vein. Many of the tines were immediately along the wall of the inferior vena cava, indeterminate whether this reflects tenting of the inferior vena cava or minimal extension through the wall on the order of 1 mm. No tine extension into adjacent structure. An abnormal bend was seen in one of the posterior legs of the filter. The legs of the filter protrude through the wall of the inferior vena cava into the pericaval/mesenteric fat. Therefore the investigation is confirmed for perforation of the inferior vena cava (ivc), material deformation and pulmonary embolism post implant. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 05/2020), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however medical records were provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight months, post filter deployment it was alleged that the filter struts perforated and filter leg was bent. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.